Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. Manufacturing record investigation the device history record for the lot indicated no anomaly with the event-related items below. Inspection: ultra-sonic output. Inspection: appearance. Omsc presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to the ultrasonic energy which was delivered without grasping tissue between the closed grasping section and the distal end of probe (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic colectomy using the subject device with usg-400, the tissue pad was worn and peeled away. The intended procedure was completed with another device. There was no patient injury reported.